Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the patient¿s blood glucose level reached approximately 400 mg/dl while wearing the pod between 1 and 4 hours, on the leg. The patient reported that they could not tell if the pink slide insert moved into the viewing window, but they stated they did not think it did, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient also reported swelling at the infusion site where the cannula enters the skin. Treatment details were not provided. The patient reported that the pod was discarded and not available for return.